Manufacturer narrative:
It was reported the blower "voltage start at 32v drop to 7v and back to 32v. Constantly fluctuating". During troubleshoot, it was observed "pambient-pfilter values fluctuating between 0.1 to -.04." Tfs 446029 (ambient failure detected), 431001 (blower fault), and 485001 (ambient failure detected) were evidenced in the logs. There was no patient involvement. The driver board was identified as the defective component per the local service engineer. Replacement of this part corrected the issue successfully, and the device was returned to the customer. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4) initial report.

Event description:
Reportability rationale for USA: it was reported the blower "voltage start at 32v drop to 7v and back to 32v. Constantly fluctuating". During troubleshoot, it was observed "pambient-pfilter values fluctuating between 0.1 to -.04." Tfs 446029 (ambient failure detected), 431001 (blower fault), and 485001 (ambient failure detected) were evidenced in the logs. There was no report of patient involvement; harm to patient, user or third party, nor a treatment in delay. No interruption of ventilation or medical intervention was reported. Due to the fact that some tfs were indicated, and they are linked with a potential ambient mode. Therefore, the information reasonably suggest that the device has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.